Event description:
Approx seven days post ulnar collateral ligament repair with orthadapt augmentation, the pt fell, resulting in pain and swelling at the repair site. Approx two months post-implant, the physician performed exploratory surgery; the bioimplant was removed at that time.

Manufacturer narrative:
The case assesment identified the likely cause of the event as pt trauma (falling) seven days post ulnar collateral ligament repair. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.